Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure with the maxcore device. Prior to the procedure it came to notice that there was no batch or expiry date sticker or detail on the biopsy gun. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: an electronic photograph was submitted and examined. The image shows the rear side of a sealed maxcore tyvek package, where it was observed that the product label is absent. Following the review of this photograph, the reported failure regarding device markings/labelling problem issue can be confirmed. One sealed maxcore disposable core biopsy instrument was received for evaluation. During visual evaluation, the product label was noted to be missing from the sealed packaging. Residue was noted to the packaging where the product label is placed. Due to the nature of the complaint, no functional testing was performed. Therefore, based on provided photo and sample evaluation, the investigation is confirmed for the reported device markings / labelling problem as the product label was noted to be missing from the sealed packaging. A definitive root cause for the reported device markings / labelling problem is determined to be manufacturing related. Labelling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (medical device lot, medical device expiration date, unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure with the maxcore device. Prior to the procedure it came to notice that there was no batch or expiry date sticker or detail on the biopsy gun. There was no patient contact.